Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the left cylinder connecting tube was noted. Cylinder and pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was microscopically inspected, and leak tested. Wear at fold in the proximal and distal end of the cylinder body was noted; however, no leaks were identified in the component. The pump was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within the component. Microscopic evaluation identified that the kink resistant tubing (krt) was worn to the filament. No leaks were identified in the pump. Based on the information available and analysis results, the reported clinical observations of device not working properly and a crack in the connecting tube could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the left cylinder connecting tube was noted. Cylinder and pump were removed and replaced. There were no patient complications reported.